Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during the unspecified procedure the error b30 or e216 which indicated that there was the communication problem between the endoscope and video processor was displayed while a videoscope 170 series was connected to the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg) there was the possibility that the reported phenomenon was attributed to the failure of the video connector socket of the subject device. If additional information becomes available, this report will be supplemented.